Event description:
Determined to be reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention treatment procedure a shaft kink occurred. The 90% stenosed lesion was located in the right coronary artery. While engaging the 7f mach 1 al1 st sh (side holes) guide catheter the proximal portion of the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis showed there was exposed braiding on the device.

Manufacturer narrative:
(B)(4). Visual examination showed there were kinks at 2cm and 2.5cm from the tip. There was exposed braiding in the sidehole 2.5 cm from the tip. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).